Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the interconnect flex was out of mechanical specification and the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken.

Event description:
It was reported the the device's output rate switch failed span adjustment. The device was returned for service. No patient involvement or complications were reported.